Event description:
On 07/17/2025, a sales representative reported via (B)(4) that an ar-6480 dualwave pump usually has a monitor of the pressure for inflow and outflow. While scoping the shoulder, the pump wasn't reading the pressure properly, and it started speeding up. The gauge was assuming it was low pressure, so it increased the inflow. The doctor was able to catch it on time so that it didn't swell up the patient's shoulder.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional details from the field, arthrex concluded the most likely cause. Based on the information reviewed, the reported damage to ar-6480, serial number (B)(6), could potentially result in device failure. However, no evidence was identified to indicate that the failure was related to the tubing. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.